Manufacturer narrative:
(B)(4): eval, results: endoleak. Type 2 endoleak. Eval, conclusions: type 2 endoleak.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 47 months ago. Vessel morphology and aortic neck info were not reported. It was reported that a type ii endoleak was discovered recently. The type ii endoleak was resolved by coiling 1 branch of the right internal iliac. No additional clinical sequelae were reported and the pt is fine.